Event description:
The pump was returned for investigation. Investigation revealed that the display lens was scratched/illegible and the display screen was dim, faded, and discolored. Investigation also revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/08/2015.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/08/2015 with the following findings: visual inspection revealed that the display lens was scratched/illegible and the battery compartment was cracked below the bumper pad. During testing, the display was found to be dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).